Event description:
Difficulty was experienced when advancing the catheter over the spring wire guide. The wire guide could not be removed from the catheter, so the catheter and wire guide were removed as a unit. There were no pt complications.

Manufacturer narrative:
Co's evaluation found that the spring wire guide was kinked in two places by the user. Co is unable to determine at what point in the procedure the wire guide was kinked.